Event description:
Healthcare professional reported left side capsular contracture - baker grade iii, "breast is hard and deformed", and infection. Device has been explanted.

Manufacturer narrative:
Email address: (B)(6). The events of "capsular contracture - baker grade iii" and "infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade iii, infection.